Manufacturer narrative:
Concomitant products: product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3487a, lot# j0125511v, product type lead. (B)(4).

Event description:
The patient developed an infection. The ins and extension was explanted on (B)(6) 2013. Additional information has been requested.